Manufacturer narrative:
Investigation: one loose 3ml integra syringe was received and evaluated. It was observed when the plunger rod was extended past the nominal capacity the stopper seal was easily broken when applying a very small amount of perpendicular force. This is rejectable per product specification. Potential root cause for the leakage past stopper defect is associated with the molding process. During start up the first few sets of stoppers produced are scrapped to until the proper dimensions are achieved. In this instance, a stopper was able to escape detection during start up. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "item # 305270 with lot # 9001856; exp 2023-12-31. Found 1 syringe when drawing it leaked and went to the other side of plunger stopper and into the barrel of syringe. This pharmacist was using a dilutant and reconstituted found the dilutant to go passed the stopper when drawing up reconstitution."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that leakage occurred during use with a bd integra¿ syringe with detachable needle. The following information was provided by the initial reporter, "item # 305270 with lot # 9001856 exp 2023-12-31. Found 1 syringe when drawing it leaked and went to the other side of plunger stopper and into the barrel of syringe. This pharmacist was using a diluant and reconstituted found the diluant to go passed the stopper when drawing up reconstitution."